Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable lead was damaged during an attempt to implant in the left bundle branch (lbb) area. It was noted that the lead could only be partially explanted, with a portion of the lead remaining implanted. The procedure was subsequently completed using a different lead. No additional adverse patient effects were reported.